Event description:
It was reported that the patient experienced ineffective stimulation and one of the leads exhibited low impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000100752.

Manufacturer narrative:
Cml no longer applies to this adverse event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient experienced ineffective stimulation due to both leads exhibiting low impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.